Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 82. Infast sling - 82 - attachment: [procodewise summary report -mbi - june 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pelvic and bladder pain,vaginal odor, pressure in lower abdominal area, leakage, interstitial cystitis, mixed urinary incontinence, bladder pressure and irritative voiding symptoms. The device remains implanted. No further complications have been reported in relation to this event.